Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit for benign prostatic hyperplasia (bpr) occurred. According to the complainant, during the procedure, the prosthetic balloon leaked, and the low water level alarm sounded twice. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported, as a result of this event. The pt was reported as "fine".